Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level over 463 mg/dl. Customer treated with a bolus. Customer's blood glucose went up to 571 mg/dl that day. Customer also had elevated blood glucose levels last night. Customer has been sick and had attributed his headache and other symptoms to that. Customer's blood glucose level is now 394 mg/dl. Troubleshooting was performed and pump passed the priming test. Customer declined to continue troubleshooting since they have a few recent no delivery alarms in the alarm history. Customer already changed the set prior to calling. Customer's old set had a bent cannula. Customer will monitor their blood glucose level this week and will start using a site rotation pattern. No further assistance needed.